Event description:
A pt reported blood glucose results were 87 mg/dl (ss) versus 167 mg/dl (hcp) in a meter/hcp meter comparison. No symptoms were reported. Pt reportedly has been using test strips opened for more than 4 months. Control test results (91, 72) were low - outside of range (92-137). The meter has been replaced. No other info is available. No allegations of harm have been made.